Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal cerebral artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed a non-penumbra guide catheter in the ica. The physician then flushed the ace68 and advanced two non-penumbra microcatheters into the ace68. While inserting the ace68 into the guide catheter, the physician observed that the ace68 was broken approximately 36 centimeters from its hub; therefore, the ace68 was removed. The procedure was completed using a new ace68, the same microcatheters and guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 was fractured at approximately 36.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a fractured device. If the device is forcefully advancing into the guide catheter at extreme angles, it may be fractured. The non-penumbra guide catheter identified in the complaint was not returned for evaluation; therefore, the root cause of the device fracture could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.